Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During a remote follow-up, a loss of capture and r-wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.